Event description:
Reportedly, after device was fired, anastomosis was good after the leakage test. After 5 days, x-ray showed the anastomosis was insufficient. Sex: male, procedure: sigmoid resection.